Event description:
A delta valve implant done 20 years ago came apart. No pt impact was reported. The doctor stated that there was a silicone piece that was occluding the distal slits of the distal catheter. He thinks it came from the valve.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.